Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the arm was damaged and also various scratches on arm mirrors were observed. Most likely the arm was damaged, and this malfunction found could have affected the device performance leading to the event experienced by the customer. Due to this finding a new arm was ordered for replacement.

Event description:
It was reported that during a procedure there was an alignment loss between the aiming and treatment laser beams. At times it was also observed flashing or poorly defined. The surgery could not proceed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The articulate arm was returned for evaluation, the visual inspection at the quality assurance laboratory indicated that the overall articulate arm was in good physical condition. The arm swivels and bends with no issues. It locks in place when lock button was pressed. The arm releases when button was unlocked. The tubes are secured to arm body, and the lens look good and clear. According to the information gathered, even though the product analysis results showed that the arm was visually in good condition, the field service engineer states that the arm was defective and required replacement. After the arm replacement, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended, therefore the reported allegation is confirmed. Most likely the arm was damaged, and this malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during a procedure there was an alignment loss between the aiming and treatment laser beams. At times it was also observed flashing or poorly defined. The surgery could not proceed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.